Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our french affiliates, 13 years and 11 months post implant of a 23mm sapien xt in aortic position by transfemoral approach, the patient presented with severe stenosis degeneration of the sapien xt valve (stage 3). The mechanism of failure of the sapien xt valve was calcification and the patient was experiencing dyspnea. It was decided to implant a 23mm sapien 3 ultra valve and perform a coronary angioplasty of the sub occluded left trunk (the right trunk was already occluded). Before pre-dilating the left coronary trunk and implanting the 23mm sapien 3 ultra valve, the initial sapien xt valve was pre-dilated. Then, during the pre-dilatation of the left trunk, the patient suffered cardiac arrest. The valve was rapidly implanted, and a chimney stenting of the left coronary was performed. Another obstruction of the left coronary occurred again and proceeded to dilate the intracoronary stent. The angiographic control showed a good result of the valve implant and perfusion of the left coronary but with the coronary stent constricted. It was decided, with the cardiac surgery team, to place an ECMO and plan to perform a coronary bypass. The edwards valve did not contribute to coronary artery obstruction. Unfortunately, the patient did not survive the surgery.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information being received. The investigation results remain the same as previously submitted.

Event description:
As reported by our french affiliates, 13 years and 11 months post implant of a 23mm sapien xt in aortic position by transfemoral approach, the patient presented with severe stenosis degeneration of the sapien xt valve (stage 3). The mechanism of failure of the sapien xt valve was calcification and the patient was experiencing dyspnea. It was decided to implant a 23mm sapien 3 ultra valve and perform a coronary angioplasty of the sub occluded left trunk (the right trunk was already occluded). Before pre-dilating the left coronary trunk and implanting the 23mm sapien 3 ultra valve, the initial sapien xt valve was pre-dilated. Then, during the pre-dilatation of the left trunk, the patient suffered cardiac arrest. The valve was rapidly implanted, and a chimney stenting of the left coronary was performed. Another obstruction of the left coronary occurred again and proceeded to dilate the intracoronary stent. The angiographic control showed a good result of the valve implant and perfusion of the left coronary but with the coronary stent constricted. It was decided, with the cardiac surgery team, to place an ECMO and plan to perform a coronary bypass. The edwards valve did not contribute to coronary artery obstruction. Unfortunately, the patient did not survive after the surgery and passed away five (5) days post-procedure due to the patient general condition. The coronary stent constricted at the ostium was not related to the valve implant.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the no product investigation. The following sections of this report has been updated: update to b2, b4, g3, g6, h2, h3, h6, h10. The investigation results remain the same.